Manufacturer narrative:
Additional information: a1, h10 note: regarding the hospitalization on (B)(6) 2019, the initially reported diagnosis of peritonitis and sepsis was retracted by the peritoneal dialysis registered nurse (pdrn). The hospitalization was investigated and reported as a separate event (see MFR report number 2937457-2020-00177).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their treatment on (B)(6) 2019. The patient stated that a drain complication alarm occurred prior to discovery of the leak. An alert to check the patient line (pl) and drain line (dl) also occurred, during drain 1 of 4. The patient told ts that fluid came in contact with the cycler due to the leak. The ts representative advised the patient to discontinue use of the cycler and a replacement was issued. They were advised to inform their peritoneal dialysis registered nurse (pdrn). The patient stated they would perform an alternate method of treatment. Upon initial follow up with the pdrn, it was reported that they were not made aware of the fluid leak. Subsequent follow up revealed that the patient was admitted to the hospital on (B)(6) 2019 and diagnosed with a blood infection and peritonitis. The patient was reportedly discharged on (B)(6) 2020 and was recovering. The pdrn did not directly associate the reported fluid leak with the hospitalization. The pdrn stated the patient was prescribed antibiotics, but the type, dose and route were unknown. Multiple attempts to obtain additional information were made and further details could not be provided.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: although it was stated that the cycler was available to be returned for manufacturer evaluation, to date the device has not been received. Multiple attempts to retrieve the cycler have been performed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.